Event description:
During a mock code, an intraosseous infusion (io) IV was placed and it was noted that the arrow ez-io needle failed to detach and therefore could not be used. The clear part would not unscrew.